Event description:
It was reported that the ilet pump presented repeated alert 38 motor stall alarms that persisted through several restarts until a guided dry run to the 120-unit mark completed without further alarms; subsequent inspection identified a bent needle at the connector where it enters the cartridge, consistent with an infusion path obstruction. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond supply replacement and user education, and no hospitalization. Investigation included remote troubleshooting, a dry run procedure, and visual inspection of the infusion assembly. Investigation of this case revealed a mechanical obstruction due to a bent connector needle causing consecutive motor stalls and alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage or handling of the disposable infusion component resulting in flow obstruction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.